Manufacturer narrative:
As of 04/26/2024 returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details.

Event description:
On the initial report received by aso on 03/08/2024, the consumer stated that her eye was swollen, and she was unsure if the product was causing this reaction. On the completed consumer information report (cir) received on 04/18/2024, she states that she went to her primary care physician and was prescribed antibiotics and benadryl.